Event description:
It was reported the patient did not recharge her ipg for two years. As a result, the ipg is unable to communicate with the charger or programmer which was confirmed by an sjm representative. The patient's ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.